Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) outer insulation breached and cosmetic esc and cosmetic mio. Proximal segment returned and analyzed.

Event description:
The lead was returned to manfacturer following the patient's death, analyzed, and subsequently tested out of specification. The cause of death has been requested and not received.

Event description:
The lead was returned to manufacturer following the patient's death, analyzed, and subsequently tested out of specification. Follow up noted discharge summary from hospital reports patient was admitted to the hospital 13 days prior to patient death. Cause of death was congestive heart failure, chronic renal failure, pneumonia, respiratory failure, sepsis. Patient also had chronic obstructive pulmonary disease with a tracheotomy and was positive for pseudomonas infection. The discharge summary did not state that the device and/or leads were implicated in the patient's death. Also there was no mention of any problems with the device or leads.